Event description:
An event was received through the edwards lifesciences implant patient registry. This 'registry' is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. Patient and device status are reported through the registry. This information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received by edwards as a conventional customer complaint. In this case, it was reported that the patient had expired. The date and cause of death were not provided.

Manufacturer narrative:
Device not returned it is also unknown if the device was explanted or if an autopsy was done. The date of death was not reported; therefore, the implant duration is unknown. Despite our attempts to receive further information regarding the device and event, no response or sample for evaluation was received from the health-care provider. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.